Event description:
It was reported that the patient received a patient notifier alert. Low r-waves, high capture threshold and high impedance were noted. X-ray revealed twiddlers syndrome. The lead was explanted and replaced. The patients condition was stable after the event.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.